Event description:
This polaris adjustable pressure valve was implanted in pt approx in 2006. It was set at 110 mm h2o. As the neurosurgeon tried to adjust the pressure of the valve one day after the implantation in vain, he replaced the valve by a sm8 valve the following day.

Manufacturer narrative:
The valve has been returned on 05/23/06. Analysis shows that the valve is conform and meets its design specifications requirements. Adjustment difficulties can happen with a bad centering of the locating instrument above the implanted valve. Additional info is included in the instruction for use for adjustment troubleshooting. No corrective action is decided.